Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2011. During post-operative monitoring, dislocation was noted on (B)(6) 2012. The patient was not revised, however for treatment the patient underwent a closed reduction procedure on (B)(6) 2012.

Manufacturer narrative:
The follow-up report is being filed to correct information that was reported in error on the previous report. Correction: the date of the closed reduction procedure is unknown.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2011. During post-operative monitoring, dislocation was noted on (B)(6) 2012. The patient was not revised, however for treatment, the patient underwent a closed reduction procedure on an unknown date.

Event description:
It was reported that patient enrolled in a clinical study underwent a right femoral resurfacing procedure on (B)(6) 2011. During post-operative monitoring, dislocation was noted on (B)(6) 2012. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date. An invoice history could not be located to confirm the surgery date.

Manufacturer narrative:
Event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2011. During post-operative monitoring, dislocation was noted on (B)(6) 2012. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date. An invoice history could not be located to confirm the surgery date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-06189 & 07472).